Event description:
A distributor in colombia reported via a fisher & paykel (f&p) healthcare field representative, that an rt330 optiflow tubing kit generated a leak alarm. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrections: section b4: updated to reflect date of this report. Method: the subject rt330 infant optiflow circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. F&p healthcare requested for further information from the distributor, including the sequence of events, photographs, diagrams of the device set-up etc. However, no photographs and limited information was provided. Our investigation is based on the information provided by the distributor and our knowledge of the product. Results: the customer reported that the rt330 infant optiflow circuit generated an air leak alarm. Conclusion: without the subject device, we are unable to confirm the reported malfunction. All rt330 optiflow junior tubing kits including the pressure relief valve are pressure and leak tested prior to being released for distribution. The pressure and leak test is followed by a visual inspection of the devices. Any circuits or pressure relief valves that fail are rejected. The user instructions that accompany the rt330 infant optiflow circuit states: - "do not use beyond 7 days maximum duration of use." - "do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use an in-line nebulizer between the pressure relief valve manifold and the dry side of the humidification chamber." - "appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times." - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged." - "discard product if the pressure relief valve is damaged or damage is suspected.".

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in colombia reported via a fisher & paykel (f&p) healthcare field representative, that an rt330 optiflow tubing kit generated a leak alarm. There were no reported patient consequences.